Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the lead had impedances over 2500 ohms at different positions in the cavity. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.